Manufacturer narrative:
Service received the device for further eval. During the eval of the device service found the stem separating from base which is causing the intermittent loss of video. Service confirmed the reported failure. A replacement was issued to the customer.

Event description:
The customer contacted verathon inc. Regarding a cobalt video baton that is having intermittent loss of video. The customer returned the device for further eval. No pt injury was reported with this event.